Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it within 10 days, and was informed that pump settings and continuous glucose monitor connection would need to be set up on replacement pump, while technical support arranged shipment of replacement pump.